Event description:
A device was used during a low anterior resection. The device fired without incidence. Pt developed a post-operative bleed eight hours after the original surgery. The pt returned to surgery where it was noted that the staples were missing in approximately one centimeter of the anastomosis. The surgeon hand sutured the anastomosis closed.